Manufacturer narrative:
Section h6: health effect - clinical code: 4846 - bacteremia. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported heart failure exacerbation could not conclusively be established through this evaluation. A specific cause for the reported infection could also not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient had been admitted for bacteremia.

Event description:
It was reported that patient presented to the emergency room with altered mental status. A computerized tomography (CT) scan of the head was done with negative for acute abnormality. Lab works revealed elevated white blood cell count. The patient was also febrile and reported coughing with shortness of breath for a couple days. Blood cultures were taken, and the patient was started on broad spectrum antibiotics. Chest x ray revealed right base atelectasis. Infectious disease was consulted. It was believed altered mental status is due to infection. Blood cultures were positive for staph aureus. The patient was also noted to be hypervolemic on exam. The infection was ongoing; the patient was given IV antibiotics for 4 weeks and continued volume removal with hemodialysis. Infectious disease presumed that tunneled dialysis catheter was the source of infection given no other source can be identified. Patient underwent tunneled catheter line exchange on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.